Event description:
Boston scientific received information that the patient with this pacemaker has had two syncopal episodes. The device was checked and said to be functioning appropriately. At this time, the cause of the syncopal episodes is unknown. The physician indicated he would like to schedule a tilt table test to determine the cause of the syncopal episodes. No further adverse patient effects were reported.

Event description:
Additional information indicated that the patient has been seen twice in the last several weeks and the patient was referred to an electrophysiologist for a tilt table test. The patient had recently fallen and upon interrogation of the device, no episodes were found.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.